Event description:
During the tuna procedure it was noted that the right needle would not retract into the cartridge. Upon removal of the cartridge from the pt, it was noted that the needles were still deployed. There were no reported adverse effects to the pt.